Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after an interventional procedure using a proglide device. Reportedly, a cuff miss occurred, the device was removed from the patient's anatomy and another proglide was used with the same result. A third proglide was used and successfully achieved hemostasis. There were no adverse patient effects. The physician is trained in the use of the proglide device. A 6fr. Sheath was used with the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was discarded at the facility and the lot number was not identified. Based on the information available, and the inspection criteria, there does not appear to be any indications of a product quality deficiency. To help ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The other proglide is being filed under a separate manufacturer report number.